Manufacturer narrative:
H3: product analysis found only size 6 triavantage tube was returned in a large resealable bag. Upon receipt, traces of contamination were observed on the cuff and the tube. A foreign object was attached to the tube with clear tape. The harness was found to be cut off. A syringe was used to inject 15 cc of air into the cuff, and no air leakage was observed from the cuff. The cuff was submerged in water for leak observation; however, no leakage was observed from the cuff. The inflation assembly was then submerged in water for leak observation, and leakage was observed originating from the valve. The complaint was confirmed, due to an out of specification condition. Initial report submitted under 9612501-2026-01375. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(Patient 2) it was reported that the packaging of emg tubes were intact. Prior to use, inflation and deflation tests were performed on the tube cuff no issue noticed. During (endoscopic robot-assisted operation + radical resection of right thyroid cancer (right unilateral thyroidectomy with isthmus resection + central lymph node dissection) + tension-reducing cosmetic suture), an air leak from the emg tube was noted intraoperatively. Tube was intubated into the patient and subsequently extubated. The tube was replaced with a new one, and the procedure was continued. There was a surgical time extension of 10 minutes. Volume of air injected to cuff was not measured. There was no patient complications during event and no impact to patient outcome. Additional information received stating that 5 ml syringe was used and not more than 5 ml air was used to inflate the cuff. Device was used for first time.